Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. There was no issue with the unit, nothing was there in logs. The product is in good condition and fully functional.

Event description:
N/a.

Event description:
It was reported by the customer that prior to use cardiosave intra-aortic balloon pump (iabp) causing electrical surge when plugged in - broken. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 initial reporter full name: (B)(6).